Manufacturer narrative:
Engineering evaluation noted that the revision report was likely the result of infections, which is addressed in the product labeling under general surgical risks. Initial reporter notified FDA (B)(6) 2016. (B)(4).

Event description:
Revision due to infection.

Manufacturer narrative:
Pending engineering evaluation. Initial reporter notified FDA 12/26/16. (B)(4).

Event description:
Revision due to infection.